Event description:
It was reported by the customer that after the catheter was implanted, the catheter was flushed using a 10cc syringe and infusion was performed. Six hours after the catheter was flushed and locked with heparin saline, the patient was transferred to another hospital, and when the catheter was flushed at the new hospital, saline solution leaked near the catheter connector. Therefore, when the patient was returned to the facility and the catheter was checked again, leakage was confirmed. The device was removed from the patient¿s body. When flushing the catheter outside the patient's body, no leakage was observed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the problem could not be reproduced. One 4 fr s/l groshong nxt clearvue catheter with the attached nxt connector and statlock device was returned for evaluation. The catheter was returned with a needleless injection cap attached to the nxt connector. An initial visual observation showed blood use residues throughout the device, but no damage was observed along the returned device. The groshong catheter with the two-piece connector appeared to be assembled correctly. A functional test was conducted consisting of flushing the catheter with water using a 12 ml syringe both with the needleless injection cap and without the needleless injection cap. The device did not show any signs of leakage during this test. The groshong catheter was then pressurized by closing off the valve and attempting to flush water using the same method. The catheter did not show any signs of leakage during this functional testing. The complaint of a leaking catheter is unconfirmed due to the inability to recreate the issue. The leak could not be identified using pressurization of the device, and the catheter appeared to be assembled correctly; therefore, a root cause could not be established due to the inability to recreate the failure. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that after the catheter was implanted, the catheter was flushed using a 10cc syringe and infusion was performed. Six hours after the catheter was flushed and locked with heparin saline, the patient was transferred to another hospital, and when the catheter was flushed at the new hospital, saline solution leaked near the catheter connector. Therefore, when the patient was returned to the facility and the catheter was checked again, leakage was confirmed. The device was removed from the patient¿s body. When flushing the catheter outside the patient's body, no leakage was observed. There was no reported patient injury.